Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 72 months due to structural valve deterioration secondary to pannus and calcification. Based on the op report provided, the patient was presented with a highly degenerated prosthetic mitral valve with a max. Gradient of 40 mmhg, mean gradient of 25 mmhg. Clinical nyha stage iii, postextrasystolic slightly reduced lv function (ef 55%). The mitral valve was a completely degenerated bioprosthetic mitral valve, covered with pannus near to the ring. Leaflets retain slight mobility in center only. Additional calcification in the area of the former anterior mitral valve ring was observed. The subject device was replaced first with a non-edwards mechanical prosthetic valve, that was intra-operatively replaced with an edwards pericardial prosthetic valve due to paravalvular leak that was revealed through echocardiographic investigation. Intra-operative decision for implantation of a biological prosthetic mitral valve was done as degeneration/pannus formation close to the ring could cause premature dysfunction on the mechanical prosthetic valve. The tee now shows a good result over the mitral valve. However, a high-grade aortal insufficiency that was not present preoperatively was presented, which is why another ischemia phase occurs with opening of the aorta above the coronary outflows for inspection of the aortic valve. It emerged here that the deep sutures in the region of the anterior mitral valve ring distort the geometry of the coronary pocket of the aortic valve and causes the coronary pocket to stand open. This problem cannot be remedied without opening the felt sutures to the mitral valve, which is why the decision for biological replacement of the aortic valve is taken. An edwards magna ease bioprosthesis valve was implanted in the aortic position. The final tee then shows a regular function of both edwards bioprosthetic valves, with no indication of paravalvular leakages.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). Unfortunately, the subject device has been discarded by the health-care provider, therefore, the source of the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.